Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the suture break prior to use on the patient (pre-op) when removing from the package? Did the suture break during use on the patient? Answer-the suture broke prior to use on the patient (pre-op) when removing from the package.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned product revealed that one opened sample product code sxpp1a205 was received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was received broken near of the swage area . After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1a205 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qpmbub, and no non-conformance related to the reported complaint condition were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: after visual inspection of two images received to ethicon inc for evaluation. A detached needle with a suture piece still attached to barrel hole and a dispensed suture tangled around of the labeled winding former of product code sxpp1a205 could be observed. The strand appears to be damaged or frayed, in the section where no barbs are present, causes the separation of the needle from the suture. Marks on the surgical instrument cannot be determined in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm. Did the suture break prior to use on the patient (pre-op) when removing from the package? Did the suture break during use on the patient? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a total knee replacement surgery on (B)(6) 2021 and a barbed suture was used to close joint capsule layer. During the procedure, the suture snapped in the swage area while taking out of the foil. Another like device was used to complete the procedure with no adverse patient consequences.